Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated that she started the setup again with a new cassette and was still having the same problem. The baxter technical service representative (tsr) informed the hp that the solution bags must be replaced if the cassette is being replaced. The hp would cycle power and restart the setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 and he said she was able to resume therapy after starting over with new supplies. He had to set the machine up twice again with new supplies since it alarmed again the first time with new supplies. He did not notice anything unusual with any of the previous supplies. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the hp change out the cassette and not the bags. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. Since it cannot be determined why the hp changed the cassette and not the bags, the as determined cause for this complaint is undetermined.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.